Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited a high capture threshold. The lead was explanted and replaced. The patient was in stable condition.